Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device, data files, and all associated accessories involved in the reported incident were not returned to zoll medical corporation for evaluation. However, the customer did allow us to come onsite and look at the electrodes being held by risk management. Upon visual evaluation of the event electrodes, evidence of the customer report was observed. Evidence of burn marks supported the customer report. A substantial amount of hair was observed on the electrode adhesive near the burn marks. The correspondence with the customer confirmed that patient prep was not performed with the first set of electrodes applied to the patient's skin. Patient prep was performed during he application of the second set of one-step electrodes. During visual evaluation of the second set of electrodes, an object which appeared to be a tab electrode was stuck to the electrode adhesive. We have concluded that the combination of poor electrode to patient coupling and high oxygen concentration lead to the reported incident. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt in cardiac arrest, an arc was observed from the electrode pads. Complainant also indicated that a fire was observed on the pt and was quickly put out, resulting in abrasions to the pt's skin. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.